Event description:
While lifting a customer, allegedly the handle broke and was not able to pump up the lift anymore or pump it down. No injury alleged.

Manufacturer narrative:
MDR decision date (B)(6) 2012. (B)(6). No RMA has been initiated for this issue. Model 9805, serial number/date code and the approximately age are unknown. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; while lifting the user the handle of the lift broke. He was not able to pump the lift up nor down anymore. This is a potential for a fall injury. MDR filed.